Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed, which did not replicate or confirm the customer reported event. Visual inspection found no damage on the cables. There was no problem detected and there was no sign of any broken cable. Additionally, the instrument was found to have input disk #7 completely detached from the base of the housing and hairline cracks were found on the grip input shaft.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the mega suturecut needle driver had a broken cable. The procedure was completed with no reported injury.